Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported observation cannot be established as the product is not available for analysis. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient was not getting full coaptation with his artificial urinary sphincter (aus). The pressure regulating balloon (prb) was explanted and replaced, and a second cuff was added to create a tandem system.